Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 30-jul-2025, the user reported experiencing low blood glucose (bg) while using the ilet device. The lowest recorded bg was 53 mg/dl. The event was corrected with soda, and bg returned to range. The device provided a low bg alert. No medical intervention was required. The user reported that the ilet battery was low because the charger was left at the doctor¿s office and they would use backup therapy until a charger was obtained.